Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the left ventricular (lv) lead that resulted in pacing inhibition. The involved lv lead is a non boston scientific product. Reprogramming options were discussed by boston scientific technical services (ts) with the health care professional (hcp). No adverse patient effects were reported. At this time, this device system remains in service.